Manufacturer narrative:
(B)(4): the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous vessel below the patient's knee. A sterling es mr 1.5mm x 20mm x 143cm balloon catheter was advanced over a non-bsc guide wire to predilate the lesion. Air evacuation of the balloon catheter was performed, blood "flew back" into the inflation device suggestive of a balloon rupture. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.